Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 119 months, due to severe aortic stenosis. Information learned from the operative report.